Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had cut wire. Upon inspection of the customer¿s returned device it was observed, foreign object was noted in the nozzle. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned, it was observed, due to a cut on angle wire, bending section could not be bent in up direction, due to a pinhole on channel tube, water tightness was lost, the adhesive around light guide (lg) lens was peeled, the lock engagement (fe) knob had discoloration, right/left (r/l) knob had discoloration, paint on suction cylinder (s-cylinder) was peeled, the paint on air/water (aw)-cylinder was peeled, the switch box had a scratch, the plastic distal end cover had a scratch, the fe lever had a scratch, the up/down (u/d) knob had a scratch, the r/l knob had a scratch, the control unit had discoloration and scratch, due to clogging of nozzle, water removal ability did not meet the standard value, the adhesive on the bending section cover (a-rubber) had a chip, and the connecting tube had a scratch. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any deviation of reprocessing by the user facility. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities.". "[Inspection of the objective lens cleaning function]. Inspection of the water feeding function. Keep the air/water valve¿s hole covered with your finger. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens.". Olympus will continue to monitor field performance for this device.